Manufacturer narrative:
The medwatch report number mw5061516 was received from FDA cdrh dps. The subject mw stated that an mxb-10 blunt blade had a small piece broken off tip of blade. All pieces recovered. No adverse event reported. The product name is the bonescalpel ultrasonic surgical aspirator accessory mxb-10, 10 mm standard blunt blade. No lot number was reported. The initial reported was not identified. No unit was returned. The FDA cdrh dps and medwatch system was contacted by telephone to attempt to obtain further information. No response was received. Therefore, misonix inc. Cannot investigate the complaint. The instructions for use manual for the bonescalpel system contains the following warning: warning 4.3 ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could bread into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. The manual includes the following note: note 4.3 contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used in proximity with the probe tip. The risk of patient injury if fracture was to recur is low since surgical suites are equipped with x-ray equipment and optical magnification devices to find the broken pieces. The mode of failure is a clean fracture making it easy to find the broken off piece. The most probable root cause is the surgeon contacting other metal devices or exposing the product to extreme conductions during surgery as indicated in warning 4.3 and note 4.3.

Event description:
Misonix inc. Received mw5061516 on may 18, 2016. The report states that on (B)(6) 2016 the initial reporter, a health care professional, reported a small piece broke of the tip of the blade. The report indicates that there was no adverse event. The product number was reported as mxb-10. No lot number was reported. No unit was returned. The initial reporter was not identified.